Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged possible under delivery and they experienced high blood glucose which was treated with insulin pump or manual injections. Customer reports insulin exited at the quick release. Customer also reported that they experienced low blood glucose of 60mg/dl which was treated with food. Customer¿s current blood glucose was 118mg/dl. Customer mentioned that blood glucose value from reported event was 85mg/dl and sensor glucose value from reported event was 51, so sensor glucose and blood glucose difference was not within acceptable range. Product will not be return for analysis.